Manufacturer narrative:
The exact age of the patient is unknown however, over 18 years old. (B)(4) for the reported event of j-tube kinked. The complainant indicated that the device will not be returned for evaluation as it is implanted; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a 80cm two port through the peg jejunal feeding tube (j-tube) was being used for the purpose of administering medication for the advanced stage parkinson's disease. The j-tube was placed (B)(6) 2011. According to the complainant, in (B)(6) 2011 (exact date is unknown), the patient had an endoscopy procedure to remove the kink in the j-tube the was done with a guidewire. This device remains implanted. The patient's condition at the conclusion of the procedure was reported to be alright.